Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was experiencing a gradually worsening acoustic sensation since (B)(6) 2019. Recipient was re-implanted on (B)(6) 2020.

Event description:
The user had been experiencing a gradually worsening acoustic sensation since october 2019. No pain sensation or swelling was reported at the implant site.

Manufacturer narrative:
Conclusion: investigation results indicates that humidity ingress led to the device electronics failure over time. However, the device investigation did not show the location of the leak and has been inadvertently damaged during helium pressure testing. Based on the manufacturer's experience with this kind of device, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.